Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the video connector socket of the subject device was broken due to the following causes. External force was applied to the video connector socket during insertion or removal to the video connector socket. There was a damage to the video connector to be connected.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the video connector socket of the subject device was broken. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the olympus local service engineer checked the subject device at the facility and found that the image of the subject device disappeared sometimes. The user cancelled the procedure for the day. Other detailed information was not provided. There was no report of patient injury associated with the event.